Event description:
It was reported that during mastectomy procedure while monitoring the facial nerve using the nim system. While taking the suction device close to the surgical site, the nim system triggered an alarm. The issue was highly specific to the suction device. While bringing other surgical instruments, such as a scalpel (blade), near the area did not trigger any alarms. The alarms appeared to be caused by technical interference (artifacts) rather than actual nerve stimulation. Due to the persistent false alarms and the inability to reliably monitor the nerve, ultimately had to halt the monitoring procedure. The procedure completed with reported product. Procedure was completed without nerve monitoring. Troubleshooting done with placing new electrodes, rebooting system, getting another system. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.